Manufacturer narrative:
(B)(4). The customer returned one opened kit containing various components including an ars/needle assembly for evaluation. The returned needle contained signs of use in the form of biological material. Visual examination revealed multiple large cracks in the hub. The needle hub was functionally tested by attaching the returned ars filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel and the cracks in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle was cracked was confirmed by complaint investigation. The returned introducer needle hub contained multiple cracks. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA (corrective action not yet implemented). The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that the ars (syringe) was found cracked, and could not aspirate prior to the patient.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the needle hub cracked during use.

Event description:
It was reported that the ars (syringe) was found cracked, and could not aspirate prior to the patient.